Manufacturer narrative:
(B)(4).

Event description:
The patient mentioned the implantable neurostimulator (ins) shifts if she leans back due to the location it was placed (butt cheek). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. A follow-up report will be sent if additional information becomes available. Information omitted pertained to (B)(4) 1st ins short life.